Event description:
It was reported that there was a loss of stimulation and therapeutic effect which required reprogramming. It was noted that impedance testing was done and device impedances were out of range on contacts 0, 4, 5, and 6. It was reported that impedances were high and were 20000 ohms. It was noted that the patient¿s physician had received a clinician programmer session report on (B)(6) 2013 and the patient was scheduled for follow-up. The device was reprogrammed and the patient was receiving adequate therapy. It was noted that the patient¿s doctor would see him again one month after the report. It was reported that patient symptoms included less than 50 percent therapy relief at the lead location and the patient status was no injury. Additional information has been requested but was not available as of the date of this report. See MFR. Report #3004209178-2014-00543 for information regarding previous impedance issues with the patient¿s device.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).